Manufacturer narrative:
These devices are not available for eval. According to the account, the trays have been in service since 2002. The useful life of a tray is dependent upon many factors including, but not limited to, the method and duration of each use, and the handling of the tray between uses. Routine and careful inspection and functional testing of the tray is the best method of determining the serviceable life span of the tray.

Event description:
It was reported that the black coating was flaking off five sterilization trays. There was no pt involvement and no allegation of adverse consequences associated with this event.